Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
Covidien received a report from (B)(6) regarding a pulse oximeter sensor that did not provide any readings and related to this a male patient (B)(6) (unspecified lbs. Or kgs) required reintubation with an unspecified type of tracheal tube. The tube subsequently was removed and replaced. Covidien is attempting to obtain clarification of this report and the devices.